Event description:
Customer reported that the nurse was working with the IV bag, when the silicone segment detached at the upper filament. IV fluids were attached (not medications). There was no pt harm reported and no medical intervention was required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2012. (B)(4). No product will be returned per customer as set was discarded. The customer complaint of silicone segment separated from filament could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.